Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the keypad button was under responsive. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 11/07/2017. Device evaluation: the device has been returned and evaluated by product analysis on 10/17/2017 with the following findings: during investigation, it was observed that the keypad cover was torn at the ok button and the ok button was intermittently responsive to user presses. The keypad cover was opened and the ok contact button was damaged. Unrelated to the initial complaint, it was observed that the display screen was dim and discolored.